Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) paired to the dexcom app failed to pair to the ilet, resulting in the ilet not displaying glucose data until troubleshooting was completed. No adverse clinical symptoms were reported, and blood glucose remained unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. User support included guided troubleshooting and user education, including toggling between dexcom g6 and g7 settings and reestablishing the connection to the ilet. Investigation of this case revealed that the issue was a sensor-to-ilet pairing failure that was resolved through reconnection steps, after which the ilet displayed glucose values. It was concluded, based on previously established findings for similar reports, that the cause was user setup or connectivity error corrected through standard troubleshooting.